Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a good test battery, which included stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The battery was not returned for evaluation. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.